Event description:
The fine tuner echo was returned to service and repair. The user realized that the finetuner echo could not change the program, volume, etc. No injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was likely the reason for the observed issue.this is a final report.

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The fine tuner echo was returned to service and repair.